Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's electrode belt had a damaged cable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the distribution node (dn) to rear therapy electrode cable was pulled from the strain relief. The root cause for the strained cable could not be positively identified, but the damage was likely caused by excessive force. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.